Event description:
The patient was scheduled for refill on (B)(6) 2012 but missed this appointment. A refill was then performed at the hospital on (B)(6) 2012 with 420mg/35ml morphine. One hour after refill the patient died. It was not clear if the drug was filled into the pump, if it was administered subcutaneously or maybe directly to the cap. It was noted "there is currently no doubt on the proper functionality of the pump but in the context of conservation of evidence the isomed pump should be analyzed concerning functionality (especially flow rate)". The coroner does not want to communicate anything about a possible cause of the death before he receives our analysis concerning the pump functionality. The pump was explanted. It was noted that the pump was implanted approximately 2003-2004. The pump delivered morphine.

Event description:
Additional information received reported the cause of death was chronic heart failure. The toxicological evaluation was reportedly without clinical evidence. It was noted there was no correlation between the pump and the cause of death.

Manufacturer narrative:
Catheter: model # unknown, lot # unknown, implanted on: unknown, explanted on: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A pump and a partial catheter were received for analysis. Analysis of the pump revealed no anomaly; normal device function. Analysis of the catheter revealed acceptable catheter testing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).